Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the internal and external threads. Unable to detect any fractures with the implant. An tac1 was returned and added to the concomitant medical products. No failures were identified. DHR review was completed for the subject lot number 1253551. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253551 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was the clinician placed an implant in an patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. However, a definitive root cause could not be identified. Therefore, based on the available information, a device malfunction could not be verified. No fractures were detected during physical evaluation. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: k011028, k013227.

Event description:
It was reported implant fractured due to bruxism. Tooth location 16. Implant removed.